Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information to section b5. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
Additional information received on 10novemeber2021: the procedure was a rle angiogram, pedal access. The patient was in stable condition and was not harmed. The procedure was not completed, surgical intervention was required. There was no blood loss. There was difficult tortuous anatomy.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for guidewire breakage since the sample was not available for evaluation. The exact root cause cannot be determined. The DHR could not be reviewed because no lot number was provided. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Lot number: unknown due to catalog and lot number being unknown. Expiration date: unknown due to catalog and lot number being unknown. UDI:unknown due to catalog and lot number being unknown. Implanted date: device not implanted. Explanted date: device not explanted. Occupation: ir tech. Device manufacture date: unknown due to catalog and lot number being unknown. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The product code/lot# combination was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported that a glidesheath slender was used to access the dp. A piece of the micro wire broke leaving a short segment inside the patient, not in the vessel.